Event description:
On (B)(6) 2006, I had the ethicon tvt procedure for stress urinary incontinence. As of (B)(6) 2012 I have transvaginal mesh erosion. Since (B)(6) 2006, I have had issues that I never associated with this device until I read other pt accounts of problems they experienced from the transvaginal mesh procedures. For instance, I have had problems with my lower back and experienced cramping in my legs shortly after the initial surgery in (B)(6) 2006 and had epidural treatments in (B)(6) 2006 for the leg cramps. I also have had heavier, more frequent periods and my menstrual cramps were more severe than before having the ethicon tvt procedure. For the heavier, more frequent periods I was treated with provera but later stopped taking it because I was feeling like crap all the time; tired, bloated, and achy. After stopping the provera the heavy, more frequent periods resumed and the blood clotting was bad. I would have one good week out of the month where I felt somewhat normal. In 2011, I started experiencing lower back pains again but I have not tried to treat. It was suggested by the nurse midwife to try strength training exercises for my back but that doesn't seem to help. About 6 months ago, I noticed the tape does not help with the sui as well as it did in the beginning and urine will leak through when I cough, sneeze, etc. I also have to urinate more frequently, about every 40-60 minutes. My doctor is currently treating the urine frequency with detrol and I am using estrogen vaginal cream to strengthen my vaginal wall. Sex has become painful over the past few months but extremely painful for the past month. My husband says he can feel the mesh scratching him. When I had an annual blood chemistry and urinalysis I was diagnosed with a uti but I did not know I had a uti. I didn't' feel the symptoms. While my pain and discomfort is not debilitating it is uncomfortable and I often self medicate with a homeopathic medicine (traumeel) for the pain in my back.